Event description:
It was reported by the affiliate that the (1) atg45 was used during an unknown procedure. It was reported that the anvil was dislodged and the articulating joint broke. The staples did not form at all, but the device cut perfectly. The case was completed with another device with no pt consequence.